Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an apparent dexcom g7 pairing issue with the ilet in which the dexcom screen displayed ¿replace or stop sensor,¿ while the ilet home screen showed a glucose value of 195 mg/dl; the user was eating and planned to announce a meal, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no escalation of care and no reported hospitalization. Investigation included user-guided troubleshooting and review of on-device displays. Investigation of this case revealed no confirmed device malfunction, with the ilet displaying glucose and the dexcom application indicating a sensor action prompt, consistent with a communication or configuration discrepancy between the cgm app and the ilet without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup inconsistency.